Manufacturer narrative:
Follow-up #1 and final report submitted to correct concomitant medical products and follow up type, device evaluated by MFR, event problem or evaluation codes, and additional manufacturer narrative based on the results of investigation. Reported event: customer reported that the stryker leg holder is splintering. Device evaluation and results: device evaluation was not performed and the boot assembly event was not confirmed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 04/06/2017, another device was manufactured and accepted into final stock on 05/12/2017, and (B)(4) more devices were manufactured and accepted into final stock on 07/25/2017. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the leg positioner boot. There has been one other event for the referenced lot number. Pr # (B)(4) - was found to be from the same lot as the part in this complaint. The part from pr # (B)(4) displayed the same failure. Conclusions: no product inspection could be completed due to the part not being returned. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Stryker leg holder is splintering. Tka procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Stryker leg holder is splintering. Tka procedure.